Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the left ventricular lead could not be fixed. The lead was not used and a new lead was successfully implanted. The patient was in stable condition during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.